Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papillary muscle during a duodenal papillomyotomy procedure performed on (B)(6) 2024. During preparation, the device was unpacked and found one of the inner core baskets was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of one of the inner core baskets was fractured.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of basket wire break. H11: the returned trapezoid rx was analyzed, and a visual inspection found one of the basket wires was detached from the tip. It was also seen that the tip was broken at one side. However, the basket wires itself are not broken but detached from the tip due to the damage on the tip. Also, the side car rx was found pushed back 1mm and the coil had remnants of use. Media analysis of the photo shows one of the basket wires is detached from the tip. The reported event of basket wire break was not confirmed. Based on all available information, it was reported that the damage was found during preparation and the device was not used on the patient. Steps during the device inspection process would have detected the damage on the tip and would have detected that the basket cannot be full closed during the deploy and retract test since the tip was broken. Therefore, the conclusion code of the reported event of basket wire break is no problem detected. The most probable root cause of the investigation findings tip broken, side car rx push back, and basket wire detached/separated is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papillary muscle during a duodenal papillomyotomy procedure performed on (B)(6) 2024. During preparation, the device was unpacked and found one of the inner core baskets was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: block e1 initial reporter initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code has been updated based on the additional information received on december 16, 2024.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the duodenal papillary muscle during a duodenal papillomyotomy procedure performed on (B)(6) 2024. During preparation, the device was unpacked and found one of the inner core baskets was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.